Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cylinder connecting tube was found. The ipp was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cylinder connecting tube was found. The ipp was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cylinders, pump and reservoir were microscopically examined, and leak tested. Testing of the cylinders revealed holes and tool marks in the proximal end of the cylinder from sharp instrument, and leaks from these sharp instrument. Additionally, one of the cylinders had wear at the fold in the proximal end and middle of the cylinder, meanwhile the other cylinder had wear at the fold in the proximal end of the cylinder. Regarding the momentary squeeze (ms) pump, under microscope observation contamination (bodily fluid) was found within the pump, and the kink resistant tubing (krt) were worn to the filament; the ms pump passed leakage test. Finally, regarding the spherical reservoir, it was observed to had wear at a fold in reservoir shell; the component passed leakage testing. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on this investigation a clear probable cause for the event cannot be established.